Event description:
Per report "two patients had 1 each blue clave caps fail. The inside remained in and the clave was leaking." Manufacturer response for clave needleless connector, (brand not provided) (per site reporter) sales rep filed report with manufacturer. Manufacturer requested additional information about occurrence and for item to be returned for follow-up.